Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for humeral component subsidence. At a clinical visit on (B)(6) 2016, the patient was diagnosed with a low grade humeral prosthetic loosening with pseudo stability of the right (study) shoulder. The patient underwent a revision rsa on the right (study) shoulder on (B)(6) 2016. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.